Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. Upon receipt, the pacemaker was interrogated and the memory content was analyzed documenting several increased bipolar lead measurement values in the right ventricular channel. Furthermore, a bipolar right ventricular lead failure occurred on (B)(6) 2019 and on (B)(6) 2020. No further anomalies were noted. Therefore, the header of the device was analyzed. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. All dimensions of the header bores were within the range requested by the standard specifications. Also, the spring elements of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. In addition, the impedance measurement functions of the device were tested using different temperature environments. However, the impedance measurement functions proved to be within specification. In conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
The patient visited to the hospital due to regular check up, and noted that the rv lead polarity was changed to unipolar. Also, oversensing was observed to the rv side. Therefore, it was changed to bipolar setting, and confirmed there was no abnormality to the impedance, threshold and chest value. Also threshold data confirmation was changed to on, and decided to monitor the patient. It was confirmed that the next date of the last follow up, which is (B)(6) 2020, the polarity was changed from bipolar to unipolar. Due to suspect of rv lead failure, it was planned to remove the lead. When the re-operation was doing, x-ray image was checking near the subclavian, and confirmed that the rv lead was not completely into the rv connector. Emergent operation was done, and remove the evity. The device was explanted from the patient. The doctor deemed this is due to loose pin. However, it is still possible of evity defect, so it was returned for an analysis.